Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed 3 episodes of noise on the ventricular and shock channels that cause prolonged pacing inhibition. The impedance, threshold and sensing measurements were normal and stable. The noise was unable to be recreated with palms pressed together or with pocket manipulation.